Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
Approximately one month post op, the device had "shifted backwards into the nerve root." A revision surgery is planned.